Event description:
The customer reported via phone call that they were experiencing high blood glucose and went into diabetic ketoacidosis. Blood glucose level at the time of the incident was 400 mg/dl which was treated with giving insulin. Customer did not get any alerts of no delivery or insulin flow block. It was unknown that auto mode feature was active or not at the time of event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.